Event description:
It was reported that an overdischarge was suspected. There was no telemetry from the 8840 and the patient programmer. The patient did not know the last time she had stimulation or recharged. The patient had gained some weight and also indicated that she had a fall, but the timing and details of the events were not clear. The situation was discussed with the physician who planned to replace the unit with a primary cell device or remove the system after meeting with the patient. No patient treatment or outcome was reported. Additional information has been requested, but was not available as of the date of this report.